Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693565, lead, implanted: (B)(6) 2011; 5524m, lead, implanted: (B)(6) 2000. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the pacing capture threshold in the lv (left ventricle) was high. It was noted lv capture threshold was generally greater than 3v since (B)(6) 2015 and variable, but generally rose from 2.75 to 4.25 between (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the clinic after a lead integrity alert (lia) was triggered due to noise and a high sensing integrity counter (sic) count on the right ventricular (rv) lead. The patient was pre-syncopal. The rv lead also had a suspected fracture and an impedance spike. The rv lead was reprogrammed and later explanted. In addition, the left ventricular (lv) lead showed a rising threshold, which may have compromised capture. The lv lead was later explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.